Event description:
It was reported that the manufacturing representative measured impedances to be >10,000 ohms. The reporter stated they were in a case yesterday and impedances were >10,000 ohms. It was noted the lead and multilead trialing cable were swapped and then everything was fine. It was further noted the case went fine after changing the lead. The reporter stated the patient was doing fine. Additional information received reported the patient was having a trial. The reporter stated it was a trial compact lead being used. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3874, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: screening device. Product ID: 3555-31, product type: screening device. (B)(4).

Event description:
Additional information received reported that if and when the manufacturing representative had any issues with the multilead trialing cable they subsided once the patient was off the table.